Event description:
Customer reported that they were not receiving their interstitial fluid glucose levels after the warm up period. Customer also reported a bent sensor. Customer's blood glucose reading at the time of the call was 87 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.